Event description:
It was reported that the customer was hospitalized with high blood glucose levels of over 1000 mg/dl, prior to his passing. The caller stated that the customer had been in and out of hospitals for the last few months of his life. The caller stated that the customer had staph infection in his spine. The customer passed away on (B)(6) 2015, in a motel. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was using sensors but the caller is unsure if a sensor was worn at the time of death. The customer's blood glucose, at the time of death, was unknown. The caller agreed to return the customer's insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.